Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead resulting in inappropriate mode switch episode. Atrial lead insulation breach was suspected. No changes or interventions were performed. The patient condition was stable.